Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when attempting to fill the cartridge with insulin. In addition, the customer received an inaccurate fill estimate and an occlusion alarm occurred. Customer changed the pump supplies to resolve the reported issues. Customer's blood glucose level was 281 mg/dl.